Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unspecified side "I¿ve had implants since 2000 and been very ill the last several years. I also have the high risk alcl ones that have been banned. Looking to remove these toxic bags from my body" and rupture. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported unspecified side "I¿ve had implants since 2000 and been very ill the last several years. I also have the high risk alcl ones that have been banned. Looking to remove these toxic bags from my body" and rupture. The device remains implanted. Patient additionally reported the affected side to be the left and "fluid."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported the affected side to be the left and "fluid."